Event description:
A surgeon reported that during intraocular lens (iol) insertion, one of the haptics was caught and bent and broke inside the eye. While the iol was being removed the capsule was torn. It was initially reported as an anterior capsule tear; however, further information provided by the same reporter referred to a posterior capsule tear repeatedly. The patient was left aphakic pending scleral fixation of an iol. The surgeon reported the patient's postoperative visual acuity was light perception. The retina was reported to be intact. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned. Complaint history and product history records could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).